Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal sts was used to achieve hemostasis following a carotid artery stenting procedure. The patient bled and manual compression was applied for forty-five minutes to achieve hemostasis. The patient was kept overnight, ambulated and was discharged the next day. Two days later, the patient felt pain in the popliteal area of the leg. A CT scan and MRI revealed migration of the angio-seal to the popliteal artery. Surgery was performed to remove the angio-seal. Five days later, the patient was discharged in good condition.